Manufacturer narrative:
(B)(4). The device remains in service and no other adverse events have been reported. This product issue will be re-evaluated if additional information is received.

Event description:
Boston scientific received information that during the procedure to implant this device, this patient experienced respiratory arrest, then cardiac arrest which required intubation and cardiopulmonary resuscitation (CPR). Pacing therapy was confirmed during the procedure and the patient stopped breathing once the procedure was complete. The device was programmed to maximum device outputs and the patient was sensing following the procedure. No other adverse patient effects were reported.